Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation because product evaluated by external contractor. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product evaluated by external contractor.

Event description:
It was reported that the device was adjusted to harvest a 0.012 inch graft. However, a thinner harvest was cut. An additional graft was not taken from the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 3, 2017, it was reported that the dermatome was adjusted to harvest a 0.012 inch graft (at 12), but a thinner harvest was taken. The surgeon has used the dermatome multiple times and noted that this is unusual. This event was filed to the authorities. The surgeon decided to use the thin graft that was harvested because the patient was an old lady, with thin skin and surgeon was too afraid to take another graft. Now the surgeon was left hoping that the thinness will not lead to any consequences to the patient. The device was last in for maintenance on the (B)(6) 2016 (stated by the customer but does not match our records) /b.danley. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6), 2009 where it was reported that the device needed repair with no reason given and the bearings, motor, width plates, seal and retaining ring, and poppet assembly were replaced. This is not a related issue. Initial qa inspection of the air dermatome on september 19, 2017 revealed that the control bar was above the specified location. The device could not be tested with the customers hose as it was not our zimmer biomet hose. The motor speed was within specifications however the calibration was out of specification at the zero setting only. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the bearings, motor, seal and retaining ring, damaged control bar, and calibration shaft. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the control bar was above the specified location. However, it was revealed that the device could not be tested with the customers hose as it was not our zimmer biomet hose and the device calibration was out of specification at the zero setting only. The root cause of the reported event was due to the control bar which was above the specified location. It is unknown why the control bar was not positioned in specified location. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.